Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2021 and no other similar events have been reported before, nor a concerning trend has been detected related to this issue. Based on investigation findings, the root cause of the reported event has been traced back to a defective components (circulator motor, patient pump 1 and 2, distribution board, processor board). Likely, the motors bearings were stuck and required a power overload to work that could have resulted in an overcurrent that ultimately damaged the boards. Environmental conditions in which the pumps work and the action of disinfectants used during cleaning procedures can favor the bearing damage. Also, a possible overfill of the tanks by the user during cleaning procedure cannot be excluded as contributing factor. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: replacement parts were requested for device repair. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a 3t heater/cooler displaying error messages (e05, "pump does not start (measured by power consumption: power consumption is too low)"; e07, "pump (stirring mechanism) is blocked (too slow)") during the disinfection of the device. There was no patient involvement.